Event description:
Information received notes that when the patient was seen for a follow-up, interrogation noted dashes (---) for parameters and a high current drain. The patient's under- lying rhythm was sinus and there was no evidence of pacing. Attempts to program and download were unsuccessful.